Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Per audiologist, he has been wearing his right device very happily since (B)(6) 2019. His left device was broken 2 years ago and he has not worn a device on that side since that time. Today, he was fitted with a clinic opus 2, where affected channels were seen. Mom reported they have always been really high and noted that he had an x-ray sent to medel austria from their clinic in the philippines, but she did not hear back about their findings. Further proceedings are known.

Event description:
Per audiologist, he has been wearing his right device very happily since on (B)(6) 2019. His left device was broken 2 years ago and he has not worn a device on that side since that time. Today, he was fitted with a clinic opus 2, where affected channels were seen. Mom reported they have always been really high _ and noted that he had an x-ray sent to (B)(6) from their clinic in the (B)(6), but she did not hear back about their findings. Further proceedings are known.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further has been received.